Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a routine generator change. Upon pre-procedure interrogation, the right ventricular lead was noted to have over-sensing of noise, leading to pacing inhibition. The rv lead was capped and replaced with another rv lead on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.